Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and no anomalies were observed, then, during the second visual inspection, reddish material was observed inside the pebax and a hole was observed on the pebax area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that blood was seen between the distal and proximal electrodes on the tip of the thermocool® smart touch® sf uni-directional navigation catheter. The thermocool® smart touch® sf uni-directional navigation catheter was replaced and the issue resolved. There were no patient consequences. Additional information received at a later date indicated that liquid blood (not like a clot) appeared inside the thermocool® smart touch® sf uni-directional navigation catheter although no external damage was observed by the customer. No errors were presented by the systems and there were no issues related to temperature or flow. The smartablate generator was used in temperature control mode with power at 30 watts and default temperature cutoff settings and using between 20-35w for power during procedure. Impedance was between 120-150 ohms. Patient was anticoagulated; activated clotting time (act) was tested during the procedure, however, practice is unknown. Irrigation setting pre-ablation was 15 ml/min. During ablation, the drag technique was used and several radiofrequency (rf) applications were several minutes long. >120s. No contact force (cf) above 40g. Range was ~3-30g. The patient was heparinized and normal saline was used. The following carto visitag modules were used respiration setting, stability range, stability time, force over time, & tag size. Resp gated, imp drop 3-8 ohms, proj grid on 5-15s. 3 mm, 3s, 25% >3g. Color option used was impedance. It was also reported that the patient has not exhibited any neurological symptoms. The customer¿s initial report of blood observed within the pebax without any external damage was assessed as not MDR reportable since the foreign material was found underneath the pebax. There is no damage that could cause the foreign material to travel into the blood circulation. Therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/25/2019, initial visual analysis found no visual damage or anomalies. These findings were assessed as not MDR reportable. On 7/10/2019, during a second visual analysis, the catheter was inspected, and a reddish material inside the pebax. They also found damage on the pebax. It was described as a "hole" in the pebax. These findings were reviewed and assessed as MDR reportable as a malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 7/10/2019 and reassessed this complaint as reportable.